Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kink of the PICC and stylet was confirmed, but the cause is unknown. One 4 fr s/l groshong PICC was returned for investigation. The catheter was received with the stylet in the lumen. The stylet was kinked/bent 1.3cm and 39.5cm from the distal tip of the stylet, which created the same contour in the catheter tubing. The product appeared to be unused. This type of damage can occur during insertion; however, it was reported that the PICC was found to be bent when the kit was opened. At this time, based on the evidence provided with the returned sample, it is unknown what caused the stylet to kink. A lot history review (lhr) of reay1323 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the catheter was found to be bent 6cm away from the head of the catheter when inspecting the item after opening the package. The catheter was not used on the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reay1323 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
It was reported by the nurse that the catheter was found to be bent 6cm away from the head of the catheter when inspecting the item after opening the package. The catheter was not used on the patient.